Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) migrated out of the pocket, and it was noted that the patient had been treating the incision site with peroxide daily. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.